Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of use error is a known potential adverse event addressed in the product labeling. The events of stroke and acv, deemed not device related are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected in the lower face to include the chin and jawline (c1, c2, and ck4) with 2 syringes of juvéderm¿ voluma¿ with lidocaine and 1 syringe of an expired juvéderm® volift¿ with lidocaine in c6. Six days later, patient experienced asymmetry in the lower face. Upon follow up, etiology of the event was noted as stroke and acv, deemed not device related. Patient was treated with anticoagulant, adjustment done rx anti hypertensives, and patient was hospitalized for 1 week. Diagnostic performed noted ¿irm ou scan cerebral.¿ event is ongoing at this time. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00800.allergan complaint (B)(4). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.